Event description:
(B)(4). Bloating, back pain, hair loss, cramps, pain in my ovaries, mood disorder, skin rash, vitamins deficiency, blood between periods, recurrent vaginosis, vaginal odor different, tiredness, headache almost all the time.